Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases, non-penetrating nick and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.